Event description:
It was reported that the subject device had blurry image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The image is blurred or flickers. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the following led to the malfunction: due to failure of cable unit, the internal charge coupled device was malfunctioning. Therefore, normal communication was not possible, leading to the occurrence of image abnormalities such as blurring and flickering. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurry image. There were no reports of patient harm.